Manufacturer narrative:
The customer ordered a new footswitch. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact is unk" (no info). Product problem(s): "system message displayed" (device displays error message). The nurse reported the footswitch was not responding during surgery. A system message displayed. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.